Event description:
It was reported that the patient had experienced diaphragmatic stimulation. Plans were made to explant and replace the lead during a device changeout procedure. Following changeout, no diaphragmatic stimulation was observed when pacing with the replacement device. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.